Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his second ins was ¿reading funky¿ nothing that it was ¿low, but okay.¿ the patient reported that when he tried to turn it up, it would not help his pain because he couldn¿t turn it up high enough. The patient reported that the ins was replaced for this reason. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient programmer could not communicate with the ins, so the ins was removed. It was stated that this was what was meant by "ins reading funky" and it was reported that this issue was caused by the battery being dead. There were no reported complications and no further complications were expected.